Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off of the sheath tube. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. The remainder of the broken piece of ceramic was not returned with the unit. Multiple dents are also noted along the steel tube. The exact cause of the breakage of the ceramic tip cannot be determined. Due to the presence of the dents/damage on the steel tube and the fact that the adhesive on the base of the tip has retained the proximal portion in the tube, the cause of this failure is determined to be due to mishandling. Common causes of the misuse and breakage are included in the following assessments obtained from a search of prior customer returns: 1) application of excessive lateral force on the instrument during insertion or removal from the cysto sheath is a common cause of ceramic tip breakage. Dents or other damage to the steel tube are indicators of this type of misuse. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. 2). Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.

Event description:
Gyrus acmi was notified that during a surgical procedure while the surgeon was using the rotating cf resectoscope inner sheath, the tip broke off in the pt. All pieces were removed with no harm to the pt.